Event description:
It was reported that the patient experienced tape not sticking events on (b)(6) 2026. The product did not adhere and sets fell off due to sweating.

Manufacturer narrative:
Initial 1 of 2.This emdr is being submitted for an unknown number quantityBased on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545